Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer stated, that the pd catheter was placed in patient, when they tried to use the catheter a couple of days later it did not work so they had to repeat the procedure.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.